Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator was removed and replaced due to high impedance readings. No other pt symptoms or outcome were reported. See MFR report # 3004209178201103978 for subsequent device issue.